Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on the 10th april 2015 and performed to specification up to the 20th september 2015. The device records multiple manual power ups mainly of 10 minutes duration between the 21st september 2015 and the 20th october 2015. The returned pad-pak was inserted, the device passed a self-test and powered off with a memory full prompt. The green status led continued to flash green throughout. Test therapy was carried out and the device delivered a test shock without fault. An acceptable measurement was recorded for the test shock. The device powered off with a memory full prompt and the green status led flashed throughout. Investigation found the reported fault can be attributed to membrane failure. The failure of the returned membrane was measured via a high current drain. Contamination was found on the membrane tail which could not be removed.

Event description:
There was no patient involved in this event. Device switches on automatically.